Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was not displaying an image and instead presenting an e315 scope error during procedure preparation. According to the initial reporter, the intended procedure was a diagnostic colonoscopy, and was completed a few hours later that day using a similar device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as dust inside the equipment, corrosion of internal harness, a loose scope socket, a deformed power switch, and peeling of paint on the tank socket were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to a defective/faulty receptacle unit. Olympus will continue to monitor field performance for this device.